Event description:
The valve was explanted due to thrombus on the valve. Intra-operatively, the left atrium contained an enormous fresh clot all around the valve, in front of the valve and on the inter-atrial septum. There were also much older clots situated within the leaflet articulations in the opening of the valve and on the left ventricular side. The valve was replaced with a medtronic valve (avert).